Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose that day was 540 mg/dl with no signs or symptoms of hyperglycemia. The reporter noted the patient received phone advice from a health care provider to treat with insulin via injection, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump experienced an intermittent power issue. The reporter noted there was no damage to the battery compartment or battery cap and the cap was secured per instructions for use; the reporter noted at the time of the alleged power issue, the yellow battery cap seal was visible. This complaint is being reported because the reported health event was attributed to a device malfunction.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 05/02/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed installation of discharged batteries on the day of the alleged event. The total daily does history was appropriate for the user programmed delivery settings. The returned battery cap was within specification and was able to secure properly to the pump without a power issue. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack and pump cause crack were observed. No damage or defect was observed to the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).